Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 169mg/dl (in the reported issue notes it states for example), 311mg/dl. Tests were done within <10 mins with a difference of 52%. Pt did not experience any adverse events. No further info has been reported.